Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Company representative reported via email that the customer had smelled insulin on the device. There were air bubbles in the reservoir. Customer had been hospitalized due to high blood glucose. Customer's blood glucose was 508 mg/dl. Customer was able to purge the air bubbles out. Customer declined troubleshooting. Customer will not be returning the device for analysis.